Event description:
Note: this report pertains to the first of two endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. It was reported that a second peg kit was used, and the same problem occurred. The procedure was completed with a pull method peg kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: the device has not been received despite good faith efforts to obtain product return. As such, physical analysis has not been conducted in our laboratory. However, a device history review was performed and determined that, based on the nature of the reported event and the reported device lot number, the peg tube obstruction was likely the result of the manufacturing process. With all the available information, although the device has not been returned, boston scientific corporation (bsc) determined that the peg tube obstruction was likely caused by adhesive inside the hypo-tube of the transition joint. Adhesive is used during assembly, and it is likely that the obstruction was the result of incorrect placement or excessive use of adhesive, resulting in obstruction of the hypo tube. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this issue. Investigation identified a potential scenario in which the tip of the glue dispenser touches the threaded tip of the barb as it moves into position for glue and torque at the mini bolster. This could cause glue to migrate into the lumen of the barb component and cause a blockage. An initial containment was implemented on 05dec2023, and the pneumatic flow valve of the equipment was adjusted to ensure that the glue dispenser does not move into position until the barb is in the correct position, preventing the potential for this issue to reoccur. Additional corrections were implemented on 05feb2024 to add 100% pin gage inspection after the mini bolster step for push method device types. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: the returned endovive safety peg kit push method was analyzed. One push gastrodome assembly was received separated into its two halves; the thermoformed tubing and the feeding tube. Visual inspection did not note any exterior kinks or damage on the tubing. The barb connector that connects the thermoformed tubing and the feeding tube was not returned. The returned device indicates that the barb connector was isolated and removed from the push gastrodome assembly. It is likely that the user experienced difficulty in advancing guidewire based on the missing barb connector, and the event description. This lot number is also within the scope of a corrective and preventive action (CAPA) for adhesive found in the hypotube of the barb connector that is responsible for occlusion/blockage. With all the available information, boston scientific corporation (bsc) concludes the reported event of peg tube obstruction was confirmed. The peg tube obstruction was likely caused by adhesive inside the hypo-tube of the transition joint. Adhesive is used during assembly, and it is likely that the obstruction was the result of incorrect placement or excessive use of adhesive, resulting in obstruction of the hypo tube. Bsc initiated a CAPA investigation to determine the root cause of this issue. Investigation identified a potential scenario in which the tip of the glue dispenser touches the threaded tip of the barb as it moves into position for glue and torque at the mini bolster. This could cause glue to migrate into the lumen of the barb component and cause a blockage. An initial containment was implemented on (B)(6) 2023, and the pneumatic flow valve of the equipment was adjusted to ensure that the glue dispenser does not move into position until the barb is in the correct position, preventing the potential for this issue to reoccur. Additional corrections were implemented on (B)(6) 2024 to add 100% pin gage inspection after the mini bolster step for push method device types. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to the first of two endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. It was reported that a second peg kit was used, and the same problem occurred. The procedure was completed with a pull method peg kit. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. It was reported that a second peg kit was used, and the same problem occurred. The procedure was completed with a pull method peg kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed.